Event description:
It was reported that the patient underwent an initial hip hemi arthroplasty. Subsequently, the patient was converted to total hip arthroplasty approximately 2 months later due to dislocation. During the revision it was noted that the patient most likely dislocated many weeks prior to the revision. All implants were replaced without complications. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: cat# 00785701420 lot# 66187586 femoral stem cemented 12/14 neck taper - extended (5mm). Neck offset size 14 135 mm stem length. Cat# 00-7858-024-57 lot# 65651094 vh prox cntrlzr sleeve 14 ext. Cat# 00785901200 lot# 66111200 distal centralizer 12 mm o.d. Cat# 802202802 lot# 66526197 femoral head 12/14 taper 28 mm diameter +0 mm neck length. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient was implanted with a hemi-hip.. The patient suffered from a dislocation and was converted to a tha. The stem and head were easily removed, the bipolar hip was posterior/superior dislocated. All products were explanted and replaced with zb products. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.